Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("this could represent an essure coil/wire although there is not one present on the left."), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysuria. Previously administered products included for an unreported indication: novum. Concurrent conditions included bipolar disorder, myofascial pain syndrome and irritable bowel syndrome. Concomitant products included alprazolam (xanax) since 2017, lamotrigine, medroxyprogesterone (depo provera) since april 2012, prazosin and sertraline. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("abdominal pain upper"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (total laparoscopic hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia and abdominal pain upper outcome was unknown and the pelvic pain, headache, back pain and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: . New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. . Concomittant conditions, historical conditions, concomitant drugs and historical drugs added. Product indication added. Events device dislocation, abnormal vaginal bleeding, menorrhagia, migraines, headaches, nausea, dyspareunia, abdominal pain upper, back pain, abdominal pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.